Manufacturer narrative:
The user facility returned a total of (B)(4) electrodes to olympus for evaluation. Four out of (B)(4) electrodes were used and (B)(4) were brand new electrodes. All (B)(4) electrodes were forwarded to the original equipment manufacturer (OEM) for evaluation. Based on investigation performed by the OEM on the used electrodes, all four were out of shape and severely damaged. The loops and metal sheaths showed evidence of deformation likely due to mechanical force. The loops were broken due to extreme abrasion, wear and tear, or high current settings on the electrosurgical unit (esu). There were no problems found on the (B)(4) brand new electrodes.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the four devices involved in this event. The user facility reported that during a therapeutic hysteroscopy, the distal end loop of four electrode loops "burnt in half." The user facility also reported that in each case, the loop remained attached to the handle and nothing fell inside the patient. The procedure was completed with a fifth device. The user reported that following the procedure, they had tested the third-party electrosurgical device, and found it operating appropriately. There was no patient injury reported. Please cross reference MFR. Report numbers: 9610773-2008-00003, 2951238-2016-00214, 2951238-2016-00215 to account for the four devices as referenced in the original report. The following report will be supplemented to cross reference the four associated device complaints: 9610773-2008-00003.